Manufacturer narrative:
This report is being filed to account for the third test taken in which no lot number was provided. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on a direct tested nasal kitted swab. The consumer stated that he has been feeling lousy since (B)(6) and he has a strong cough right now that is why he was wondering why he got negative result. The customer also added that repeat testing was performed and a total of three tests were taken and all generated negative results. The customer reported that the two tests were performed on the same lot number; however, the other one was from a different test kit and the lot number is unknown. The user also mentioned that he haven't coordinated with his physician yet. He just did self-isolation and used our self test kit to monitor himself. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed to account for the third test taken in which no lot number was provided. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on a direct tested nasal kitted swab. The consumer stated that he has been feeling lousy since (B)(6) and he has a strong cough right now that is why he was wondering why he got negative result. The customer also added that repeat testing was performed and a total of three tests were taken and all generated negative results. The customer reported that the two tests were performed on the same lot number; however, the other one was from a different test kit and the lot number is unknown. The user also mentioned that he haven't coordinated with his physician yet. He just did self-isolation and used our self test kit to monitor himself. No additional patient information, including treatment and outcome, was provided.